Event description:
While firing the instrument over the lung tissue, with the third sulu utilized in the case, the sulu disengaged from the instrument handle and its jaws remained closed around the tissue. The surgeon then decided to transect around the tissue containing the sulu with another instrument to remove the tissue and attached sulu to complete the case without further incident. Procedure: thoracoscopy with wedge resection.